Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked from an unspecified location. Additionally, it was reported that the back of the pump was beginning to corrode and bubble where the cartridge is loaded. Reportedly, the customer experienced difficultly loading and removing cartridges. The customer's blood glucose (bg) level was as high as over 500 mg/dl with large ketones. The bg level was addressed with a manual injection and a bolus was delivered after a new cartridge was loaded. The ketones were addressed with fluids and insulin. The customer reported that the pump would continue to be used for insulin therapy. Additionally, the customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (corrosion) was verified. The alleged malfunction (cartridge leak) could not be verified.